Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had weight loss and sensitivity of the pocket, this progressed into pocket erosion. The implantable cardioverter defibrillator (ICD) system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.